Manufacturer narrative:
Analysis - the details provided indicate that the pneumostat drain was leaking and upon further investigation discovered that the drain was not being held in the upright position as detailed in the instructions for use. The instructions for you clear precaution the user to maintain the pneumostat in the upright position. An in service was conducted to show the proper operation of the pneumostat based on the instructions for use. The IFU in the precautions specifies the following: precaution: line item 5 chest drain valve must be kept in its upright position. Line item 6. Patient tube connection, air leak well, and needleless luer-lock port should be checked regularly to confirm proper operation¿. Summary/conclusion - based on the results of the investigation the leak in the pneumostat was caused by user error. The drain, as mentioned in the complaint details, was not kept in the upright position as described in the instructions for use. Based on the details of the complaint the drain was functioning properly.

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
Report received stated that the nurse found that a pneumostat was leaking from the white chamber.